Event description:
This device is at eri indication. The patient had over 2,000 events and 700 appropriate shocks. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri, a number of 784 charging cycles was recorded to the device memory, confirming the clinical observation. The amount of charge taken from the battery was verified. The battery condition was found to be as anticipated. The memory content of the device was inspected. The inspection, especially of the available iegms, revealed a normal and expected device behavior. There was no indication of a device malfunction. In a next step, a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the ICD was fully functional. The battery status eri was as expected.